Manufacturer narrative:
Continued concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with non-sustained high rate tachycardia and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead was programmed off and remains out of service in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.